Event description:
Cunsumer reported that she experienced symptoms which suggest recurrent toxic shock syndrome. First occurrence: december 1997. Second occurrence: january 5-13, 1998. Consumer reported that she was hospitalized on january 8, 1998. Third occurrence: february 7-17, 1998 consumer reported that she was hospitalized on february 9, 1998 and diagnosed with recurrent toxic shock syndrome.